Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. P-wave undersensing noted in episode #161 possibly interfering with pr logic. Concomitant product: d334trg ICD implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient had episodes of conducted atrial tachycardia and there was suspected oversensing on the right atrial (ra) and right ventricular (rv) leads with a number of short v-v intervals recorded. There was also occasional p-wave undersensing on the ra lead. The leads remain in use. No patient complications have been reported as a result of this event.

Event description:
It was also reported that the right atrial (ra) lead exhibited occasional undersensing and far field r-wave (ffrw) oversensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.